Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to debris in the motor slide threads. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Removed and replaced the battery and no unexpected restart error alarm noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer stated that the pump alarmed unexpected restart alarm after battery change. The customer reported the drive support cap to appear normal. The product was returned for analysis.